Event description:
It was reported patient underwent a trauma hip procedure on (B)(6) 2012. Subsequently, patient was revised on (B)(6) 2013 due to pain and nail fracture at the lag screw entry site. The nail and lateral troch plate were removed and a biomet peritrochanteric nail and lateral troch plate were used to complete the procedure.

Manufacturer narrative:
Dimensional evaluation found component to be within appropriate design specification. Evaluation of the explanted device found evidence of fracture due to excessive force. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "nonunion or delayed union, which may lead to breakage of the implant." Number 2 states, "bending or fracture of the implant".

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "bending or fracture of the implant."